Manufacturer narrative:
(B)(4). Approximate age of device ¿ 81 days. A full evaluation of the device could not be conducted as the device was not returned. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that cultures taken at the driveline exit site were found to be positive for pseudomonas. Incidentally, the patient also tested positive for a gram negative bacilli urinary tract infection. The patient's temperature was 103.6 degrees f and white blood cell count was 43.2 billion cells/l. The patient was hospitalized and unspecified medication changes were made.